Manufacturer narrative:
Pending investigation. D10. Concomitants: 128609, 620-00-02 - platelet rich plasma kit with spray tips. 2358224, 200-02-32 - three peg patella 32mm. 2405469, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 2455796, 02-010-01-0225 - logic femoral ps cem left sz 2.5. 33296401, a20129041 620-11-02 - accelerate conc. Sys rep by 620-12-02.

Event description:
As reported via legal documentation, this patient left knee replacement on (B)(6) 2013. They had their left knee revised (B)(6) 2019, approximately 6 years 7 months after their initial replacement surgery. Postoperative diagnosis: left knee aseptic loosening, femoral and tibial components. There was synovitis, there was debris around the patella, which was adequately fixed. Femoral and tibial components were found to be loose, de-bonded from the cement. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, g3, g4, h4, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.